Event description:
It was reported that during the initial implant procedure, the right atrial (ra) lead was unable to be sufficiently inserted in the header port of the device. Additionally, high pacing impedance was noted on the ra channel. The device remains implanted and was programmed to vvi (ventricular-inhibited pacing) mode. The patient was in stable condition.